Manufacturer narrative:
Sections with additional information as of 10-jan-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 20-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 255, 311, 361 and 233 mg/dl. The customer¿s expected blood glucose test result ranges are 155-160 mg/dl am fasting and 170 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that due to the high results he had gone to the doctor on (B)(6) 2023. Doctor had increased the dosage of metformin and glipizide medications, but customer stated he is still obtaining high blood glucose test results. Doctor had advised the customer to obtain a new meter. During the call, a blood test was performed by the customer fasting and produced test result of 278 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/17/2024 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 255 mg/dl, date: (B)(6), time: 07:25 am, fasting. Result 2: 311 mg/dl, date: (B)(6), time: 08:56 pm, fasting. Result 3: 361 mg/dl, date: (B)(6), time: 08:50 pm, fasting. Result 4: 233 mg/dl, date: (B)(6), time: 06:45 am, fasting. Result 5: 142 mg/dl, date: (B)(6), time: 04:18 pm, fasting.